Event description:
Clinical study. It was reported that 512 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the distal circumflex (cx). This was a lesion due to post angio restenosis. The lesion was 2.5 mm wide, 16 mm long, and 90% stenosed. There was mild tortuosity. The physician direct stented the vessel with a 2.5 x 20 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was in the mid rca. The lesion was 3 mm wide, 12 mm long, and 70% stenosed. There was mild tortuosity. The physician direct stented the vessel with a 3.0 x 20mm taxus express2 stent. Residual stenosis was 0%. The patient received an unspecified gpiib/iiia inhibitor during the procedure. The pt was discharged one day post index procedure receiving aspirin and plavix. On day 512, the patient experienced a tvr to the distal cx. There was no in-stent restenosis. The physician placed a cordis cypher stent. The physician did not indicate a relationship between the tvr and the taxus stent/target lesion. The patient was discharged one day later.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7137084 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.